Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. The lead was not implanted successfully to the desired location this observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this this right ventricular (rv) lead was not implanted successfully to the desired location. The patient ended up getting a single chamber implantable cardioverter defibrillator (ICD), but then upgrading to a biv ICD on another date because it did not narrow the qrs where it would be beneficial for the patient according to the physician this lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.